Manufacturer narrative:
The returned device was evaluated. During an inspection of the device, the unit was found to not power on due to internal ac power supply/converter board broken off from system board solder points, resulting in ac power not being converted to dc power for battery charging and the device not being able to power on with ac power. A service history record review reveals that this unit was in the field for over nine (9) months with no previous reported issues prior to this reported event

Event description:
The customer reported that the device will not hold a charge for more than about 30 minutes. No consequences or impact to patient were reported.